Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that she was unable to increase the stimulation on one of her programs. F/u on this matter found that the pt's ipg had flipped in the pocket. Surgical intervention was undertaken to correct the issue. During that time, the physician elected to replace the device. Effective stimulation was recaptured as a result of the procedure and no further complications were reported.